Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by mother on behalf of consumer, stated that the consumer had been wearing orthokeratology contact lenses for four years cleaning with the lens care solution daily along with lens cleaner tablet once a week. The consumer experienced burning, red eyes and had developed an eye infection on both eyes. The consumer was hospitalized and the bacteriological test revealed pseudomonas aeruginosa on the lenses even after storing the lens in lens care solution and lens cleaner tablet. The consumer also had two abscesses, visual prognosis was serious, but was improved and like a small wound on the eyes. The consumer had discontinued using the contact lenses. The current status of consumer¿s eyes was improved at the time of this report. Additional information has been requested but not yet received.